Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there is green pixels displayed on the touchscreen display blocking portions of the screen. Customer had elevated blood glucose levels (269 mg/dl). A bolus was delivered to stabilize blood glucose levels. Contact indicated they customer will continue to use the pump for insulin therapy.